Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt asked her new pain physician here if she could meet with rep for reprogramming because she wasn¿t getting the same pain relief she was initially after implant. Rep met with patient (B)(6) 2022 and her contacts 0-7 are completely out when performing an impedance check. Imaging was done, physician determined lead revision is necessary. Patient reports that she had been moving and lifting during her packing and moving and that she may have performed activities that were more strenuous than she should have. Rep reprogrammed patient issuing only the good contacts on second lead. Pt is getting some relief but would like to have both leads working properly. Surgical intervention was planned for (B)(6) 2022.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-apr-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 04-feb-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The caller indicated that the left lead had all values that were out of range. When the caller tested impedances again today when reference 0 was selected, the right lead showed all green indicators but the values were 40000ohms for electrodes 8-15. Tss had the caller change the reference to electrode 8 and it showed the values from electrodes 9-15 were between 700-900ohms. The caller indicated that they were at a revision case and they plan to reseat the lead and check impedances and then check the lead with the wens. The caller reported that the patient was implanted in june of 2021, the patient moved from oh to louisiana shortly after implant which they think may be related to the change in impedance values. Additional information was received. Lead revision took place as scheduled. Performed troubleshooting to confirm lead was bad and both ports of battery are functioning properly. All impedances and connections good. Performed multiple checks. Problem resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.